Manufacturer narrative:
Device evaluation: a visual and microscopic examination found damage to the distal edge of the stent and the tip was damaged. The tip was slightly flared on one side. This type of damage to the tip is consistent with the tip edge coming in contact with a foreign object. The stent struts on the first and second rows were slightly misaligned. This type of damage is consistent with the delivery system encountering some form of restriction. A recommended sized guidewire was inserted through the lumen with no restrictions noted. No kinks or damage were noticed along the shaft of the device. The balloon section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.

Event description:
This event is reportable based on the product analysis approved on 05/19/2008. It was reported that during a drug eluting stenting treatment procedure, the device was unable to cross the lesion. The 90% stenotic lesion was located in the severely tortuous and severely calcified right coronary artery. The physician advanced the 3.00x38mm taxus liberte stent to the lesion, but was unable to cross the lesion. There were no patient complications. The procedure was successfully completed with a 3.00x38mm taxus liberte stent. Patient status is reported as "good". However, the returned product analysis revealed that there was stent damage.